Manufacturer narrative:
Philips service replaced the flexvision pc and grabber cards. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to start and the screen remained black on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.